Manufacturer narrative:
Concomitant products: ddbc3d1 ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high pacing impedance. The lead was explanted and not replaced. As well, the patient's second right ventricular (rv) lead exhibited high rv impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the partial lead was returned in segments, and analyzed. Analysis indicated that the outer insulation of the lead developed cosmetic environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's first right ventricular (rv) lead caused inappropriate shocks due to lead noise, and high rv impedance. During removal, the physician noticed that the cable to the ring electrode and superior vena cava (svc) coil were fractured. The entire inner coil, insulation and svc coil were removed, while the rv coil remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.